Event description:
On 09-sep-2025, the user reported that on (B)(6) 2025 the user changed the infusion set. On 07-sep-2025 the reporter stated the user experienced hyperglycemia with a bg of 450 mg/dl and ems transported the user to the hospital where the user was treated with insulin injections and an intravenous insulin drip and discharged on (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.